Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain and chronic low back pain. The hcp reported that the patient indicated that their device is not functioning. The patient noted that the device has not been functioning for 2 years. No further complications or patient symptoms were reported or anticipated.